Event description:
Device setup to infuse morphine subcutaneously (rate and syringe size unknown). After 1.5 hrs it was reported that the device had infused 4mls solution which equated to approximately 10x expected rate.